Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. The device was returned with the stent detached and damaged. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-oct-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.00mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion due to the tortuosity. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damaged and stent detached/separated.